Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the hcp was not aware of any external/environmental/patient factors that may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the end of service (eos) message was received. The implantable neurostimulator (ins) was unable to be read by the tablet and they were unable to test impedances. The ins was replaced approximately 15 months ago and the longevity estimate is greater than 2 years. A short circuit was suspected. They do not check their ins using their patient programmer (pp), they leave it in a drawer. The patient didn't want to have the ins replaced until after the holidays in the january timeframe. No symptoms were reported.